Event description:
The customer reported that she has experienced unexplained high and low blood glucose levels for the past few months. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump failed the lead screw test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.